Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the por was due to battery issues and was due to user error. No further complications were reported.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was having a lot of problems. Patient services asked what kind of problems and they said they had a lot of diarrhea this past week. Patient services walked the caller through how to recharge. When they connected it said battery charge was 50%, excellent connection and my therapy off. Patient services told the patient that the therapy was off and that they needed to turn it back on. Patient services walked the caller through turning stimulation back on. The patient got a por which she cleared on the call. The patient successfully turned therapy back on, then put recharger back on and patient services told the patient to continue to charge until it says 100%. The patient successfully got stimulation turned back on and got connected to charge the stimulator battery. Patient services reviewed that on average they should be recharging at least once a week.